Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had leakage past the stopper. The following information was provided by the initial reporter translated from german to english: we have been notified of a suspected quality defect in the bd 5 ml syringe luer-lok tip mentioned in the subject line, which we would like to inform you about. During the production of a cytostatic preparation, the antibody solution was injected into the bag. As the syringe plunger was not tightly sealed, the solution leaked out. As a result, the cytostatic drug tremelimumab (1.25 ml) had to be replaced. We kindly ask you to check the facts of the case and to inform us, as the central office responsible for drug and medical product safety within the bundeswehr, of the results of the investigation at the address shown opposite.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage past stopper. Correction: following submission of initial MDR/supplemental MDR, date of event was not correctly reported. Section b updated with correct date of event. Evaluation: seven samples of 5 ml luer-lok syringes (part number: 309649, batch 3164188) were received for evaluation. Six samples were in sealed packaging, and one was received loose with an unknown white attachment. All sealed samples were tested and found to be free of defects. However, the loose syringe exhibited damage to both the barrel and the plunger rod, resulting in leakage past the stopper. The condition observed is non-conforming per product specification. The potential root cause of the barrel and plunger rod damage, as well as the leakage past the stopper, are associated with the assembly process¿most likely due to the syringe being pinched between two dials during manufacturing. Furthermore, a device history record review was completed for provided lot number 3164188. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.